Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- patient was revised to address infection. Doi: (B)(6) 2007 - dor: (B)(6) 2012 (right hip). Update (B)(4) 2013 - patient's medical records were received. Records indicate a post op xray on (B)(6) 2011 revealed subsidence and probable stem loosening. The manufacturer of the cement used at the time of implantation is unknown. The femoral stem is being reported at this time, and a an acetabular screw is being added to the complaint as records indicated the patient had a screw for cup fixation that would have been removed due to infection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. Review of the sterilization certifications for the provided product/lot combinations did not reveal any related deviations or anomalies. Per the sterilization certificates, validated parameters were met. No error in sterile processing was identified. Based on the investigation, the need for corrective action was not indicated. Infection after this length of time implanted is not likely to involve a device / device processing error. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.